Event description:
It was reported that during implant on that the atrial lead impedance was low. On (B)(6) 2022, the physician elected to not use the atrial lead and complete the procedure with a different atrial lead. The patient condition was stable.